Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions on how to proceed if the malfunction code recurs. The customer was informed they could continue using the pump and to reach out again if needed.